Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user transitioning from a previous pump to the ilet observed increased daily insulin use of approximately 60 units over two days compared with about 30 units previously, expressed concern about potential overdelivery, and contacted support; contemporaneous device data reviewed by the agent showed dosing and glucose trends within expected ranges with some elevated readings and no device alerts or alarms, and the user was advised to contact their healthcare provider regarding the concern and possible insulin supply needs. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included review of available device reports and user history. Investigation of this case revealed no device malfunction, no alarm activity, and dosing behavior consistent with algorithmic titration, with the cause of the hyperglycemia and increased insulin utilization remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.